Manufacturer narrative:
The inpen paired to the commercial app. Unable to perform baseline/wireless functionality. While performing wireless functionality, leadscrew unexpectedly retracted, therefore unable to perform displacement dose accuracy inpen passed dialing alignment using dose knob zero alignment gage. Inpen failed dialing alignment using dose knob zero alignment gage. The zero tick mark dose not align in the gage window when dialed to 16u. Performed dust/debris investigation and found visible horizontal abrasions and sticky fluid on the outside of electronics housing were noted. This indicated debris was lodged between the dose knob and electronics housing causing the leadscrew to retract. Inpen passed front cap investigation. In conclusion: it is noted during testing the leadscrew began to retract while dialing a dosage, therefore unable to confirm customer's complaint for dose log/report data inaccuracy due to leadscrew retracted. Deconstructive analysis demonstrated visible horizontal abrasions on the electronics housing were noted. This indicated debris was lodged between the knob and electronics housing causing the leadscrew to retract. This can affect insulin delivery. Inpen failed dialing alignment inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that there were multiple entries at the same time with different glucose numbers, and the inpen application was not recording the exact doses dialed on the inpen. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed, and customer reported dose log difference was always 0.5 units. Instructed customer that inpen will be replaced. No harm requiring medical intervention was reported. Mmt-105nnblna was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.